Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. However, grommet damage was noted.

Event description:
It was reported, during an implant procedure, oversensing and noise were noted when the doctor pushed on the device in the pocket. The lead was checked again with the analyzer, and impedances were normal. However, the same oversensing occurred when reconnected to the device. Consequently, the device was removed, and another of the same device was implanted. No patient complications have been reported as a result of this event.